Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling procedure. The patient age was reported as over 18 years. According to the complainant, post procedure, the patient presented with urinary retention. The physician also stated that the sling had migrated to the bladder neck. The physician cut the sling and the retention resolved. Another advantage system was implanted. The patient's condition was reported to be "fine".